Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula fractured while in the body. The blood glucose level was 166 mg/dl. The troubleshooting was performed. The customer reported that the introducer needle was no longer in the body. Customer reported that they had not received medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.